Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guide wire was able to be confirmed by the photo. The photo shows an unraveled guide wire advanced through the 20ga introducer needle, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "while the guidewire was being threaded through the needle it broke. This resulted in aborting the procedure due to the wire failure." Additional information has been requested; however, it has not been received at the time of this report.

Event description:
It was reported that: "while the guidewire was being threaded through the needle it broke. This resulted in aborting the procedure due to the wire failure."

Manufacturer narrative:
(B)(4).